Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device was found to alarm and stop cycling. The device's power board was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator was alarming. The device was not in pt use.